Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's children reported via phone call that customer was admitted in intensive care unit due to high blood glucose level on unknown date. Customer's blood glucose level was 900 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.